Event description:
In 2008, the sales rep reported that during surgery the wedge would not seat into the screw properly. Additional info received on 24 sep 2008 via telephone. The sales rep reported that during a revision surgery, the surgeon was extending the construct for adjacent levels. The original construct had 6.0 rods and the kit that was opened for surgery was for 5.0 rods, so the surgeon explanted the wedges and replaced them with new ones, so the surgeon would not have to explant the screws. During this process, the surgeon noticed that one of the wedges would not seat the screw properly. The surgeon finished the case by implanting another wedge.

Manufacturer narrative:
Device MFR date may also be 6/2003. Review of the device history records found the part met specifications. Visual examination indicates a deformity on the locking feature of the tab. The investigation determined the most likely cause to be use error based on the visual evidence.